Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Consumer reported one discrepant sars result. The consumer communicated the result was confirmed negative by other rapid antigen assays. It is unknown if the consumer was symptomatic.the customer also communicated one additional event that occurred on the same day of testing which is captured on a separate report.